Event description:
Pt is a 23-yr-old man who underwent a shunt revision on 11/13/92 using a csf peritoneal catheter. The pt recently developed symptoms of shunt malfunction, and shunt patency studies showed no flow of tracer below the medium pressure valve. At the time of shunt exploration, it was found that the peritoneal catheter was discontinuous below the valve, although the connection to the valve itself was intact. This is the second case rptr had, the other one having been revised on 3/2/93. Rptr is concerned as there are two cases now, approx two years old in which the catheter has broken spontaneously, by all appearances. (*)